Event description:
In 2003, after 1 1/2 years of cochlear implant use, the patient reportedly presented with a suture abcess over the implant. The suture was removed. About 4 months later, the patient reportedly underwent flap rotation due to partial extrusion of the implant. Two similar revision surgeries reportedly were performed due to partial extrusion in 2004 and 2005. In 2005, the patient reportedly presented with infection and was treated with a 2 week course of IV antibiotics. The following month the device was explanted. The patient subsequently healed. There are no plans for reimplantation.